Manufacturer narrative:
No product or supporting images were provided for this investigation. As a result, the complaint could not be confirmed. Manufacturing records, historical complaint data, and known failure modes were assessed, and no evidence was identified linking this concern to a manufacturing-related issue. A device history review was performed for lot number, and no non-conformances were generated during the manufacturing period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: date of event- unknown; no information has been provided to date.

Event description:
It was reported that the stopcock was cracking and leaking during use. The fault occurred every time the device was used with a patient, and it resulted in harm, specifically clabsi (central line-associated bloodstream infection). A replacement stopcock had to be used each time. There was patient involvement, and no patient harm reported.